Event description:
Pt reported noticing air bubbles in the infusion tubing after 2 days of use. Pt reported elevated blood glucose reading of 400 mg/dl. Pt takes correction bolus through infusion device. Pt's normal blood glucose range is 80-160 mg/dl. Pt reported issue is ongoing which began in the (B) (6) of 2009 and last occurred (B) (6) 2010 with an elevated blood glucose level of 315 mg/dl at 2:30 pm and a blood glucose level of 123 mg/dl at 7:30 pm. Pt reported last hba1c of 6.2% (143 mg/dl) on (B) (6) 2010. No further info is available. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the infusion set for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.